Manufacturer narrative:
Intuitive surgical inc. (Isi) received the permanent cautery spatula instrument associated with the complaint and the evaluation has been completed. Failure investigation confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The crimp was confirmed to still be intact. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformancies were identified to be related to this complaint. The customer related complaint does not itself constitute a reportable event; however the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the cable of the permanent cautery spatula instrument was loose and broken. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred. The procedure was successfully completed.